Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) -incomplete. The expiration date is currently unavailable. Associated medwatch: [mr#1221934-2018-51849].

Event description:
It was reported by the sales rep via phone that during an acl procedure the new tech handed the surgeon a 33mm driver to insert the customer's milagro advance screw 9x23mm and the screw cracked. The issue occurred again with the customer's milagro advance screw 10x23mm. The sales rep stated that the surgeon was able to back out both devices with no issues and that both devices did not break into two or more pieces. The procedure was completed with other like devices using the same hole with no harm to the patient or delays to the case. The sales rep stated that the devices were discarded by the customer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that the milagro advance screw cracked during insertion. No further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: [mr#1221934-2018-51849].